Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the PICC team rec'd a blue bullseye with 7 cm out coming from the right. It was read by radiology as being at the brachial cephalic. They were told to re-guide the catheter in 6 cm. This was done using their shrlock and it was read at the caj. There was no delay in therapy and no pt death or complications reported.